Event description:
The customer reported observing positively biased psa results using quality control fluids. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result to this event.